Manufacturer narrative:
Product analysis: there was a kink on the distal shaft 7cm proximal to the distal tip. Deformation was evident to the material immediately distal to the guidewire entry port, with the material appearing torn. Stretching was evident to the transition tubing, immediately proximal to the guidewire entry port. No deformation was evident to stent wraps. No deformation was evident to the distal tip. The inner lumen patency could not be verified due to tears in the distal shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion in the proximal lad exhibiting 100% stenosis. There was no damage noted to packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported the stent was not able to pass the lesion. It is believed that the event was due to the use of the device in difficult lesion morphology/anatomy. The procedure was completed using a new stent. No patient injury was reported. Analysis has shown a kink on the distal shaft. Deformation was evident to the material immediately distal to the guidewire entry port, with the material appearing torn. Stretching was evident to the transition tubing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.